Event description:
Per funeral home, this pt expired of natural causes. The family has requested the device functionality be checked for their peace of mind and because sometimes the device "bothered" the pt. Device return has been requested. This is all of the available information at this time. If additional information becomes available, this event will be updated.